Event description:
The customer observed falsely elevated ca19-9 results for a female breast cancer patient while using the architect ca19-9 xr assay, lot 08851m500. The customer indicated a previous result (date not provided) of 396 u/ml. The result on (B)(6) 2012 was 400 u/ml. The customer stated no architect errors were produced and controls were in range. The falsely elevated results were not reported out the lab. There was no adverse impact to patient management reported

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.